Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic-assisted hysterectomy the device jaws were applied to tissue and could not be re-opened. There was no patient injury reported as a result of this issue. A new device of the same type was opened and used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). Date of initial report : 03/04/2016. Date of follow-up report : 06/21/2016. One used lf1737 was received for evaluation. The customer reported that the device became jammed closed during the procedure. The reported condition was confirmed. Initial inspection discovered that the jaws were locked together. The jaws were forced apart and eschar was noted in the jaw hinge. The investigation identified the root cause of the reported event to be infrequently cleaning the jaws. The IFU states: do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Also, keep the instrument jaws clean. Buildup of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.